Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the rotating blade broke off during surgery. Allegedly, the surgeon was able to retrieve the piece complete with an alligator arthroscopic forcep.